Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a peripheral angiogram, as the physician tried to remove the flexor high-flex ansel guiding sheath by pulling the sheath back over the iliac bifurcation the distal end of the sheath separated from the middle portion. Access was gained on the sheath side portion in the patient and the doctor was able to remove it through the opposite side of gained access. Additionally reported, the patient's anatomy was tortuous/calcified. No additional details have been received.

Manufacturer narrative:
The flexor high-flex ansel guiding sheath was returned with the tubing separated into two segments. Two kinks were observed on the proximal segment (10 cm and 22.2 cm from the proximal end). The distal 14 cm of the proximal segment contained tubing which was flattened and twisted. The separated distal segment was measured to be 8 cm. There was no evidence of elongation near the site of separation, however the tubing of the distal segment was kinked just distal to the separation site. Per quality records, the sheath tubing contains one bond site 2 cm+/- 3 mm from the distal tip and a second bond site 6 cm +/- 3 mm proximal to the first. Since separation was measured to occur 8 cm from the distal tip, the separation had occurred at the second bond site. Based on the observed damage to the sheath tubing (kinked and flattened tubing), it is feasible to suggest that the patient's condition (tortuous/calcified anatomy) could have caused significant resistance during removal of the device, which then could have required the physician to use a greater amount of force for removal of the device; thus leading to material separation. Also, it was reported that only a wire guide was in place during removal of the sheath. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct withdrawal procedure: per IFU, ¿the dilator should be inserted prior to sheath removal, and the dilator/sheath should be removed as a single unit¿. The IFU also includes the following warning: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Therefore, it is likely that removing the sheath without the added support from the dilator contributed to the reported event as well. The lot number is unknown therefore a review of the device history record, non-conformance history, and a search of complaint s associated with the reported complaint lot could not be completed. Therefor the most recent versions of the quality control documents will be referenced.